Event description:
It was reported that during the procedure in an unspecified vessel, a 3.0x12 xience v delivery catheter could not advance. The delivery catheter was removed from the anatomy and a non-abbott stent system was used successfully to treat the target lesion. There was no adverse patient effect or significant clinical delay in the procedure. Return device analysis revealed that a non-abbott guide wire was frozen inside the 3.0 x 12 xience v guide wire lumen. Additional reported information indicates that resistance was felt during advancement and the xience v stent system froze on the non-abbott guide wire. The devices were removed successfully from the anatomy as a single unit.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the balloon, shaft and contrast in the inflation lumen, consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. A non-abbott guide wire was returned inserted in the guide wire lumen of the sds. The returned guide wire was removed from the guide wire lumen with resistance noted. The tip of the sds stretched upon removing the guide wire. There was blood and contrast on the coils. The tip coils were pushed distal from the center solder, for a length of 1mm. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The tip length and stent outer diameters were measured and met manufacturing criteria. The inner diameter of the guide wire exit notch and tip were measured and met manufacturing criteria. The outer diameter of the returned non-abbott guide wire was measured to be .01380 inches. The returned non-abbott guide wire was back loaded through the returned sds without resistance noted. In this case, it is likely that the build up of blood and contrast on the guide wire and damaged coils contributed to the reported resistance. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position/remove the guide wire for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.